Event description:
Boston scientific received information that during the attempted implant of this lead, the helix did not retract as expected. As such, this lead was not used and was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the helix was fully extended and blood was evident in the helix housing. Electrical testing was performed and the lead was not electrically continuous. A helix mechanism test confirmed the helix could not be retracted. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.